Manufacturer narrative:
It was reported that the polyglycolic acid (pga) plug from the exoseal vascular closure device (vcd) had to be removed from the patient several days after the procedure. During the initial procedure, the exoseal vcd and the sheath introducer were retracted as a unit. Even though there was still some back flow, the graphic pattern in the indicator window changed to black-black and the plug deployment button was pushed completely. The exoseal vcd and the sheath introducer were withdrawn after several seconds. Hemostasis was not achieved with the plug, therefore manual pressure was applied in order to achieve it. Several days after the procedure, a decline in the ankle-brachial index. (Abi) of the left leg was confirmed. An echo graphic examination confirmed an object that was believed to be the pga plug at the distal portion of the left superficial femoral artery. For the plug removal procedure, a non-cordis sheath introducer and a non-cordis guidewire were crossed to the distal portion of the superficial femoral artery. Using an intravascular ultrasound (ivus) to observe the lesion, a thrombus removal catheter was used in the attempt to remove the object. The object was unable to be removed completely, and so a balloon catheter was inflated in the lesion to help with the removal. The procedure was completed successfully and afterwards, it was confirmed that there was no further decline of the abi. According to the physician, the indicator wire of the exoseal vcd associated with this complaint might have been caught by a stent that had been previously implanted in the right external iliac artery. This in turn might have led the indicator window of the exoseal vcd to show the black-black pattern during the initial procedure. The date and details of the procedure when the stent(s) were implanted are unknown. The patient¿s information was unknown. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used. The product will not be returned for analysis. The physician had achieved certification on the use of the exoseal vcd. The exoseal vcd was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Additional procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the information available for review, there are procedural factors (previous implanted stent in iliac artery) that may have contributed to the event reported. According the product IFU, users are cautioned to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed. Without a lot number to conduct a DHR review and without the product returned, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product is not available for analysis. Device history record (DHR) review information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the polyglycolic acid (pga) plug from the exoseal vascular closure device (vcd) had to be removed from the patient several days after the procedure. During the initial procedure, the exoseal vcd and the sheath introducer were retracted as a unit. Even though there was still some back flow, the graphic pattern in the indicator window changed to black-black and the plug deployment button was pushed completely. The exoseal vcd and the sheath introducer were withdrawn after several seconds. Hemostasis was not achieved with the plug, therefore manual pressure was applied in order to achieve it. Several days after the procedure, a decline in the ankle-brachial index. (Abi) of the left leg was confirmed. An echo graphic examination confirmed an object that was believed to be the pga plug at the distal portion of the left superficial femoral artery. For the plug removal procedure, a non-cordis sheath introducer and a non-cordis guidewire were crossed to the distal portion of the superficial femoral artery. Using an intravascular ultrasound (ivus) to observe the lesion, a thrombus removal catheter was used in the attempt to remove the object. The object was unable to be removed completely, and so a balloon catheter was inflated in the lesion to help with the removal. The procedure was completed successfully and afterwards, it was confirmed that there was no further decline of the abi. According to the physician, the indicator wire of the exoseal vcd associated with this complaint might have been caught by a stent that had been previously implanted in the right external iliac artery. This in turn might have led the indicator window of the exoseal vcd to show the black-black pattern during the initial procedure. The date and details of the procedure when the stent(s) were implanted are unknown. The patients information was unknown. The target lesion was the left superficial femoral artery. The patients vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used. The product will not be returned for analysis. Addendum for additional information received: the physician had achieved certification on the use of the exoseal vcd. The exoseal vcd was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Additional procedural details were requested but are unknown.